Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) dislodged during initial deployment and the leadless ipg became caught up in the tricuspid valve. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.